Manufacturer narrative:
The serial number of the motor was not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had hemodynamic compromise. The patient needed inotropic and ventilatory support. There was no data available on medications. The patient had an acute respiratory distress syndrome (ards) diagnosis due to covid. The patient was rescued by another institution. When the patient arrived at the clinic suddenly the motor stopped and the console did not emit any alarm/alert. The motor was immediately changed, which worked, but the flow probe did not register the flow. The flow probe was changed, but it still did not register flow. The console was changed and it worked without a problem. The support was re-established. The patient was in critical care for basic pathology in veno-venous extracorporeal membrane oxygenation (vv ECMO). The patient was stable after inotropic and ventilatory support. Related manufacturer report number of console: 3003306248-2021-05722. Related manufacturer report number of flow probe: 3003306248-2021-05723.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a motor stop was confirmed. The centrimag motor (serial #: (B)(6)) was returned for analysis to the service depot. The motor was connected to a test loop and run. During operation, the motor cable was flexed near the motor body which caused the pump to stop and the speed to drop to 0 rpm. The motor was subsequently scrapped and forwarded to product performance engineering (ppe) for further analysis. Upon further analysis, the motor was connected to a test centrimag system and mock loop. A ¿motor disconnected: m2¿ alarm was immediately active. The pump speed was unable to be adjusted. A resistance test was performed on the motor cable and an open lead were found the motor cable was stripped near the motor body and the conductors corresponding with the open lead were severely kinked. The root cause for the reported event was conclusively determined to be due to wire fatigue in the motor cable. The device history records were reviewed for the centrimag motor (serial #: (B)(6)) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 13 entitled ¿console alarms & alerts¿ details the various alarms and alerts and the appropriate operator response, including m2 alarms. The centrimag motor instructions for use states "if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction (refer to centrimag console operating manual), it should be returned to thoratec". No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient remained stable and did not experience any complications in regards to the event.